Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered serious bodily injuries, mental and physical pain and suffering, multiple surgeries, and has sustained permanent injury and other damages. No other information is available.